Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/19/2020. H.6. Investigation: customer returned an open shelf carton and polybags from lot 8120618, and (22) loose 31gx8mm, 1ml bd insulin syringes. Customer reported all the needles are bent and leaning towards one side for one, and a few of them had issues when I pulled the plunge down, it would not move. All 22 returned syringes were examined and no evidence of manufacturing defects were observed; no cannulas were observed to be bent, and all 22 syringes were tested for plunger rod movement and all 22 plungers were able to move properly. Since no manufacturing defects were observed the alleged issues could not be confirmed. Customer returned an opened shelf carton from lot 719130, an opened polybag from lot 8115511, and two (2) loose 31gx8mm, 1ml bd insulin syringes. Customer reported all the needles are bent and leaning towards one side for one, and a few of them had issues when I pulled the plunge down, it would not move. Both returned syringes were examined, and it was observed that both had straight cannula. Each syringe was then tested for plunger rod movement: both plungers were able to move properly. Since no evidence of manufacturing defect was observed on either syringe, the alleged issues could not be confirmed. A review of the device history record was completed for batch# 8115511. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 7191730. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200707368] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 8120618. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200755520] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issues are unconfirmed. H3 other text : see h.10

Event description:
It was reported that the plunger was difficult to move during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: (2 of 3 complaints) it was reported that the plungers were hard to pull down.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7191730, medical device expiration date: n/a, device manufacture date: 2017-09-08. Medical device lot #: 8115511, medical device expiration date: 2023-04-30, device manufacture date: 2018-04-25." Investigation summary: a complaint history check was performed and this is the 1st related complaint for plunger rod difficult to move for lot #7191730 and 8115511. Customer returned an opened shelf carton from lot 719130, an opened polybag from lot 8115511, and two (2) loose 31gx8mm, 1ml bd insulin syringes. Customer reported all the needles are bent and leaning towards one side for one, and a few of them had issues when I pulled the plunge down, it would not move. Both returned syringes were examined, and it was observed that both had straight cannula. Each syringe was then tested for plunger rod movement: both plungers were able to move properly. Since no evidence of manufacturing defect was observed on either syringe, the alleged issues could not be confirmed. A review of the device history record was completed for batch# 8115511. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 7191730. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the plunger was difficult to move during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: (2 of 3 complaints) it was reported that the plungers were hard to pull down.